Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset, and data error alert issues were verified; however, based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Subsequently, customer experienced a blood glucose level of 529mg/dl with a high level of ketones. Customer required assistance from parent to treat bg level via a correction bolus, and fluid consumption. Additionally, it was reported that the pump indicated a data log corruption, and the pump time was inaccurate; cause was unknown. Reportedly, the customer continued to use the pump for insulin therapy.